Event description:
It was reported that during a preventative maintenance (pm) performed by the customer that the solenoid driver board of the cs300 intra-aortic balloon pump (iabp) failed the voltage checks. The tp2 / 5 resulted in 2.1v, but was unable to adjust to 2.5 5v. Also, tp4 / tp5 resulted in 0.96v and was able to be adjusted to 1.6v. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
To resolve the issue, the customer's biomedical equipment technician replaced the solenoid driver board. The unit then passed all preventative maintenance (pm) checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) performed by the customer that the solenoid driver board of the cs300 intra-aortic balloon pump (iabp) failed the voltage checks. The tp2 / 5 resulted in 2.1v, but was unable to adjust to 2.5 5v. Also, tp4 / tp5 resulted in 0.96v and was able to be adjusted to 1.6v. There was no patient involvement, and no adverse event reported.